Manufacturer narrative:
Implant date was corrected to (B)(6) 2019. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. Documented lead measurements showed lead impedances to be out of range since implantation. Therefore, the header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. After connecting leads, the device started immediately to pace. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The impedance measurement functions of the device were tested, proving the impedance measurement functions to be normal and as expected. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During the first interrogation, lead parameters shows high impedance. Physician planned a lead change. But during the surgery, it was found that the lead parameters were ok during psa interrogation data. However, when physicians reconnected the lead to the device, the lead was not functioning (no pacing). Physicians instead exchanged the device and kept the existing lead, then it started pacing.